Event description:
It was reported there was a volume discrepancy. The actual residue volume was greater than the expected residual volume with the last two pump refill procedures. MFR rep stated they expected 3.2ml left in the pump and aspirated 20ml. Also, at the previous refill they obtained 6-7ml more than expected. A dye study and roller study was recommended to further confirm pump function. It was stated that the plan was to replace the pump. It was noted logs are normal. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4)